Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer would "suddenly fail" and then reboot, though the hard drive was replaced and reconfigured as a preventive measure. Analysis also noted that the coating was flaking off of the lower case and the lower case was replaced. (B)(4).

Event description:
It was reported that the programmer power would suddenly fail and then it would reboot. The programmer was returned for service. No patient complications have been reported as a result of this event.